Manufacturer narrative:
Date of event the exact date of the event is unknown. Investigation summary: with all the available information, boston scientific concludes that the identified distal circumferential fracture occurred due to elevated temperatures, near the laser beam output window. A distal circumferential fracture has the potential for forward firing; therefore, the reported event is confirmed. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperature near the laser beam output window leading to the circumferential fracture. The increase in temperature near the laser beam output window can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuously elevated temperature can lead to fiber damage, including circumferential fractures. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibited severe devitrification at output window. The metal cap exhibited severe charred debris adhesion on its surface indicative of prolong tissue contact. The fiber connector passed the connector segment verification test. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed there were no signs of breakage along length of fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was defective. The procedure was completed with a second fiber without clinical consequences to the patient. The fiber was returned, and analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.